Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary pluto orbital atherectomy device (oad) was selected for treatment of a 70-80% stenosed, severely calcified lesion in the mid left anterior descending coronary artery (lad). The lesion was treated successfully. Glideassist mode was activated to remove the oad, and the oad became stuck in the proximal vessel. No visible disease was observed under imaging at that location. The oad stalled and stopped spinning. Troubleshooting was performed, and an unsuccessful attempt was made to dislodge the oad from the vessel using glideassist mode. Therapeutic speed was selected, and the oad was pulled out of the proximal lad successfully. No patient adverse events were reported, and the end result of the procedure was great. The procedure was delayed by greater than 30 minutes due to troubleshooting attempts and the device removal.